Event description:
A female was admitted emergently to or with a rupturing thoracic aneurysm in 2009. It was decided to treat her aneurysm with a tx2 because, she was not a candidate for an open repair. Upon viewing the CT scans, it was determined that both the proximal and distal landing zones were compromised and did not follow the instructions for use (IFU). Due to the situation, it was decided to still go ahead with the procedure because, it was the pt's only option at the time. The proximal piece was landed to the left subclavian artery and landed in what was determined to be the best place for the seal. They then, decided to use a bigger distal component due to the diameter of the distal landing zone. While deploying the distal stent, the sales rep watched the physician go through all the necessary steps deploying the distal component. The grey positioner was removed under fluoroscopy and everything looked fine. As the rep continued to watch the physicians remove the grey positioner out of the delivery system, fluoroscopy was stopped at some point. When the fluoro was turned back on, it was noted that the most distal fixation barbs had gotten misplaced and one barb ripped off. One barb was completely disconnected and went into the origin of the celiac artery. To fix this, they got a wire around the stent that was in the celiac and removed it into the aorta. The physician then placed a main body extension into the disconnected fixation barbs. When the delivery system of the main body extension was into the aorta, the disconnected suprarenal fixation from the distal piece moved into the covered portion of the distal component removing all disconnected and broken barbs from the distal piece into the distal component. The physician then deployed the main body extension, fixing the problem. Upon the next contrast injection, a type I endoleak was noted but it was not determined where the leak was coming from. The physician ballooned the proximal portion and still had a leak. Next, another main body extension was placed into the proximal portion (where it was thought the endoleak originated) and reballooned. The next contrast injection showed a proximal leak again, but much less of a leak than prior runs of contrast. At this point, the physicians decided to stop the procedure due to the amount of contrast used. At that point 260 plus cc's of contrast had been used. The pt never woke up from the procedure and lost sensation in her legs. The pt expired 3 days later despite the efforts. New info from mail of jun 05, 2009: the pt expired 10 days after the procedure. Pt eventually woke up and regained feeling in her feet but she wanted to be off ventilation and refused further treatment. She expired about 35 hours after removal of the ventilator due to continued aneurysm growth which grew so much that it compressed her ability to breath. Investigation: this event is currently under investigation.